Event description:
It was reported that allegedly patient fell from bed sustaining minor bruises. No defect found with bed. There was patient involvement; however, no clinically relevant delay in treatment was reported.